Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, immediately following implant, as the pigtail catheter was withdrawn from the ventricle, it caught the frame of the valve and dislodged it from the implant position. The valve was snared into the ascending aorta and anchored. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.